Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system single port there was an issue with molding error. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR review was performed on lot number; 8087914. The lot number was built/package on nfa line 2 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one qn was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one used nexiva 22ga unit with a package label from the lot number 8087914. Visual/microscopic evaluation: damage to the body of the luer adapter. The damage could also be seen on the inside of the adapter. Photos submitted displayed the type of damage as was observed in the evaluation of the returned unit. Indeterminate for the reported code molding defect. The damage was not caused from the molding process. Manufacturing for the reported code other. Root cause: the damage to the adapter was probably caused by the off load grippers used to remove the part from the super track pallet to the bosch pallet on zone 8, station 55. Current process control: zone 8, station 55 moves product into zone 9. Zone 9 inspections for damage, visual defects and part leak testing are performed at changeover, station adjustments, power outages, downtimes greater or equal to 8 hours and every 2 hours at a sample size of 8 units for each frequency listed.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system single port there was an issue with molding error. There was no report of injury or medical intervention.